Event description:
It was reported that noise leading to oversensing, decreased pacing impedance, and out of range defibrillation impedance were observed on the right ventricular (rv) lead. During lead revision, lead damage was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.